Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard tones coming from their device. A search in latitude revealed a premature battery depletion error message. Additional information from the field could not be obtained at this time. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard tones coming from their device. A search in latitude revealed a premature battery depletion error message. Additional information from the field could not be obtained at this time. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the s-ICD was explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.